Manufacturer narrative:
The initial MDR (MFR# 3023245-2024-00050) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. In this case, it was reported that the system did not power on during a transesophageal exam (tee). No confirmation was received if there was patient impact due to the issue. Review of service record found that the cse arrived on site and found that the ac power cord was not damaged and had tried to power on the system without any success. The cse started to remove one circuit board at a time to see if a module was causing this issue but was unsuccessful. Finally, the power supply board was replaced to resolve the issue. The sn information for the defective power supply is not available. Therefore, no further investigation could be done. No trends were found for this issue, thus no further action is required. Reference# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Will not power on. This occurred during transesophageal ultrasound procedure (B)(6) 2023. The cse has verified the ac power cord is not damaged and has tried to power on the system without any success. The cse started to remove one circuit board at a time to see if a module was causing this issue but was unsuccessful. They replaced the power supply to resolve the issue. This MDR is being submitted following a retrospective review.